Event description:
(B)(6) / micro-tech endoscopy (B)(6) patient immediately after the second hemostasis clip was prematurely deployed. Endoscopic, esophagogastroduodenoscopy (egd) (B)(6) md hematemesis and melena / product details: microtech endoscopy- locado repositionable hemostasis clip 22mm/235cm upnl035040 lot numbers m250609231 & m24113232). Pt: 4582. Device: 1484. Reference report: mw5190099. This report captures: lockado max- lock-g-26-235-c-n) #2.